Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had a high blood glucose (bg) level, exact value was not provided. In addition, it was reported that the customer filled the cartridge and the pump repeatedly prompted that the cartridge was empty. Reportedly, customer was instructed to go to the hospital because of high bgs. Additional information was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.